Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the ilet pump screen did not respond to the swipe-to-unlock gesture during a supply change, consistent with a device touchscreen responsiveness issue affecting the handset or display component. No clinical effects were reported in association with the event. The outcome included successful completion of the supply change and resumption of insulin delivery after the user placed the device on a charger, at which time the unlock control became available. An investigation was conducted, including remote troubleshooting and user guidance. Review of the available information indicated that device function recovered upon connection to power, suggesting transient unresponsiveness of the touchscreen that resolved without further intervention. Based on previously established findings for similar reports, it was concluded that the cause was inconclusive but consistent with intermittent device behavior that was not reproducible following re-powering. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.